Event description:
It was reported that the patient presented via remote transmission. Upon review, the left ventricle lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.